Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a bacterial infection. Reportedly, the patient had a defibrillator implanted, but within two days the patient developed a fever. It was determined that a small pinhole at the incision site allowed bacteria to enter, causing an infection in the device pocket. The patient was treated with antibiotics and was on a wound vac. There was no additional adverse patient effects were reported. This s-ICD was explanted.